Event description:
As reported for this event by the customer, during reprocessing an e315 scope error message, which is a scope communication error message, was received for the device. There is no patient involvement. The intended diagnostic bronchoscopy procedure was completed with another similar device without any delay.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. This device has been repaired twice in the past year, once in may 2022 and then in october 2022. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the e315 scope error message was received for the device. This is attributed to the water invasion in the control unit of the device which caused electrical continuity error. The circuit boards and several other parts of the device were immersed. Other observations for the device: light guide tube was leaking; light guide connector was immersed and corroded; insertion section had dents; and switch (sw) box, sw1, and sw 4 were immersed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the insertion tube leaked while the user was handling the device and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to displayed error message. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.